Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional regarding the patient¿s weight and that the removed components were discarded. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 15-dec-2020, UDI#: (B)(4) ; product ID: 977a275, serial/lot #:(B)(4), ubd: 15-dec-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the device was a great help in controlling the pain from the tops of the patient's shoulders, neck, and base of their head. In (B)(6) of 2019, they were adjusting the output and realized it wasn't working and she was not able to control the device at all. The patient called their rep who was always wonderful helping them. The patient said the rep ran tests and could tell that there were 2 leads that were not working. The rep tried numerous different ways to try and get the working leads to reach where the patient needed them to, but they had no success. It was determined that the constant movement of the patient's neck is probably what caused the leads to break and not function. The patient said they discussed where to go from there and that they could replace the leads after they only lasted a little over 2 years. And obviously their head movement wasn't going to decrease, so the replacement wasn't a good option for them. The patient was introduced to an ons unit that seemed like a good option since the leads were positioned at the base of the skull and they wouldn't have to suffer the strain on the leads. A different manufacturer's device was also discussed. The patient decided to have the ins removed on (B)(6) 2019. The patient said that 2 of the leads number 7 broke from the guidewire and remain in their neck. The patient added that the 7th and 8th electrodes broke off the lead and remain in her neck. The patient said they had no falls or trauma as the hcp said that is the usual cause of the lead breaking completely off the way theirs did. No further complications were reported.